Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: drill bit device, attachment device, 6/7/2024 the reporter¿s phone number was not provided. This report is for an unknown drill bit device. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 1 of 2 for (B)(4). It was reported from japan that during a brain tumor removal surgery on (B)(6) 2024, it was discovered that the drill bit device broke off although it was used as usual. According to the reporter, the second drill bit device had been broken before the package was opened. The broken drill bit was discarded. It was not reported if spare devices were available for use. There was patient involvement reported. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.